Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that there were bent sensors. The customer's sensor glucose was 50 mg/dl but the customer stated that the blood glucose was fine when the insulin pump went to threshold suspend. The customer stated that her blood glucose was 228 mg/dl and sensor glucose was 128 mg/dl at the time of incident. The customer stated that the reading discrepancies started when they had a bent sensor. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor failed with high readings. The sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer retuned the sensor opened and used.